Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that she had a problem with her one touch ultra test strips. The pt claimed that the test strips were missing the confirmation window or channel. The pt indicated that the test strip issue started 2 weeks before. After the test strip issue began, the pt stated that she had, "low blood sugar symptoms.. But it's hard to say." The pt did not take any actions related to diabetes treatment as a result of the alleged issue. The pt also did not report any medical intervention and was no tested on another device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion; the pt alleged that she developed symptoms of hypoglycemia after she noticed that her test strips did not have the confirmation windows.